Event description:
It was reported that the patient experienced leaking at the ipg site. The patient was hospitalized. Cultures were negative for infection. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted to address the issue. The patient was administered antibiotics as a precaution.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.